Event description:
Report from attorney states through third party complaint "pump that was installed in pt's abdomen supplying medicines to pt's spinal column...failed. No further details are alleged."